Event description:
The customer originally reported that the knife blade did not retract. When the device was received for investigation on (B)(6) 2015, it was noted that the knife blade was protruding from the jaws.

Manufacturer narrative:
(B)(4). Visual inspection found the knife was protruding from the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. The investigation identified the root cause of the reported event to be knife trap due to user error. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.